Event description:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl defibrillator monitor indicating a charging failure. The fse evaluated the device onsite. It was determined that the device had failed to charge. After checking the battery compartment, the fse identified that the battery was broken and recommended to replace it. The battery was replaced and the device was returned to full functionality. Based on the information available and the testing conducted, the cause of the reported problem was a broken battery. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The fse replaced the battery to resolve the issue and the device was returned to service. It has been concluded that further action is required at this time. If additional information is received the complaint file will be reopened.